Event description:
According to the reporter, during a laparoscopic colectomy, on anastomosis, the device did not fire. It was also noted that the thread at the tip of the reload came off. Another product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.